Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that in the patient's most recent visit they noted the patient's teeth has developed class ii mobility. Requested patient to discontinue aligner therapy due to mobility. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.